Event description:
Information received indicates, the head section will not stay elevated.

Manufacturer narrative:
The technician found the solenoid valve was stuck. Repairs have not been completed.